Event description:
A female patient sustaining a full thickness burn with necrosis on the right medial brachial region (few cm above the elbow) following treatment with bodytite.

Manufacturer narrative:
Investigation concluded that the reported adverse event is attributed to user errors. Specifically, the access port was not done in the recommended location, which did not enable good access to the brachial region. Additionally, judging by the close location of the burn to the incision port, the doctor was persistently going back too close to it, staying there and pulsing excessively, damaging the dermal plexus and leading to the necrosis. The user errors were addressed with inmode clinical team. The case was subsequently escalated to inmode's kol for urgent consultation, and recommendations were provided. Inmode will continue to monitor patient's recovery.